Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, balloon deflation difficulties occurred. The physician was treating a lesion in an unknown vessel with this 2.50x15mm apex balloon catheter. The apex balloon catheter was advanced to the lesion against resistance. Once to the lesion, the balloon was inflated on the first attempt to an atm level below rated burst pressure. The balloon inflated completely. After this inflation, it was hard to deflate the balloon. The physician attempted to perform negative pressure many times, but this was unsuccessful. The device was removed from the patient intact. It is unknown if the balloon was still inflated when removed from the patient. However, it was reported that the balloon eventually deflated after a couple of minutes. It was reported that the shaft of the balloon catheter might have been kinked. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)